Event description:
Patient coded in ICU. Headboard and siderails could not be removed. Intubation delayed 4-5 minutes. Patient was successfully resuscitated and did not appear to have sustained any harm.